Event description:
A 3.0 diameter x 24mm length ave gfx stent was inserted into the circumflex coronary artery following predilation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon and an unsuccessful attempt to place another MFR's stent. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent. The physician attempted to snare the stent out, however, was not successful. The stent remains within the pt's arterial vasculature. There was no add'l clinical sequelae reported relative to the event, and no further info is available from the user facility.